Event description:
The reporter contacted animas on (B)(6) 2013, reporting that a replacement pump was received, the reporter (also the mom) set up the pump and realized that the pump was not calculating the insulin on board (iob). The reporter stated that they were giving less insulin than the pump calculated due to the fact that the iob was not being subtracted. The reporter stated that the patient had much more carbohydrates this evening than she typically does. The patient's blood glucose (bg) was reading high on the meter. The reporter stated that the site was changed and a 5 unit correction was given via the pump and one hour later the bg was 508mg/dl without symptoms. Troubleshooting indicated that the iob feature was not turned on with the pump. This report is being made due to the patient's alleged hyperglycemic event that resulted from the user being unaware of the iob feature and not being turned on.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (being unaware that the iob feature was not turned on).

Manufacturer narrative:
Device evaluation: the pump was returned and evaluated by product analysis on 08/31/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available black box data revealed that the total daily dose values were congruent with the user programmed basal settings. No errors, alarms, or warnings were observed in the available black box data to indicate an interruption in delivery. During testing, the pump¿s insulin on board settings were confirmed to be set for a duration of 2.5 hours. A 10 unit normal bolus was performed, and the insulin on board feature accurately displayed 9.99 units on board. An ezbg bolus was also calculated correctly with the programmed insulin on board value. Following the ezbg bolus, the insulin on board correctly accounted for the extra units of insulin. The pump was exercised for 24 hours on a 1 unit/per hour basal rate and accurately delivered 24 units. The pump passed a flow accuracy test. The complaint was not duplicated. (B)(4).